Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1: patient identifier complete entry: sample ID: (B)(6). All available patient information was included. Additional patient details are not available. Section e1: phone number complete entry: (B)(6).

Event description:
The customer observed falsely elevated alinity I toxo igg results for three pregnant patients. The following data was provided (<1.6 iu/ml is nonreactive, >/=3.0 iu/ml is reactive): sample ID: (B)(6) initial result, on (B)(6) 2025, was 16.96, repeat results, on (B)(6) 2025 after troubleshooting, were 0.10 and 0.10 iu/ml. The toxo igm result was 0.06, repeat result was 0.08 index, which is nonreactive. Sample ID: (B)(6) initial result, on (B)(6) 2025, was 9.26, repeat results, on (B)(6) 2025 after troubleshooting, were 0.08 and 0.07 iu/ml. The toxo igm result was 0.06, repeat result was 0.06 index, which is nonreactive. Sample ID: (B)(6) initial result, on (B)(6) 2025, was 1.53, repeat results were 37.76 and 0.94 iu/ml. The toxo igm result was 0.09, repeat results were 0.06 and 0.07 index, which is nonreactive. It was noted that one of the patients gave birth. There was no impact to patient management reported.

Event description:
He customer observed falsely elevated alinity I toxo igg results for three pregnant patients. The following data was provided (<1.6 iu/ml is nonreactive, >/=3.0 iu/ml is reactive): sample ID (B)(6), initial result, on (B)(6) 2025, was 16.96, repeat results, on (B)(6) 2025 after troubleshooting, were 0.10 and 0.10 iu/ml. The toxo igm result was 0.06, repeat result was 0.08 index, which is nonreactive. Sample ID (B)(6), initial result, on (B)(6) 2025, was 9.26, repeat results, on (B)(6) 2025 after troubleshooting, were 0.08 and 0.07 iu/ml. The toxo igm result was 0.06, repeat result was 0.06 index, which is nonreactive. Sample ID (B)(6), initial result, on (B)(6) 2025, was 1.53, repeat results were 37.76 and 0.94 iu/ml. The toxo igm result was 0.09, repeat results were 0.06 and 0.07 index, which is nonreactive. It was noted that one of the patients gave birth. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated alinity I toxo igg results on the alinity I processing module, serial number (B)(6). During an extensive investigation, the fsr performed troubleshooting procedures, including part replacement, but was unable to determine a single definitive part for the likely cause of the issue. The alinity I processing module, serial number (B)(6), was considered the likely cause. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of tracking and trending for the product and the likely cause lot did not identify an increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.